Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 450mg/dl, with blurred vision, nausea, and a headache, associated with an alleged button keypad issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a button keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, the keypad was intact and all keys were responsive to user input. The black box showed the last basal delivery was on (B)(6) 2018. The last delivered bolus was a 4.55 unit normal bolus on (B)(6) 2018 at 13:30. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The keypad complaint was unable to be duplicated during the investigation.